Event description:
Customer reported that his serter was not working correctly, it was not releasing the sensor. Customer stated that he was also having issues with his sensor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.